Manufacturer narrative:
Product analysis visual inspection the device returned with the handle opened the stent was deployed on the returned device the clip was secure on the silver retractable sheath. The size on the strain relief was 9f 16mm x 150mm functional testing the blue isolation sheath and the silver retractable sheath were separated. The ID of the blue isolation sheath was measured and a 0.108 inch pin was snug the od of the silver retractable sheath was measured and it measured 0.107 inches image analysis:two images and one video were provided for review. The images are single still shots from a computer monitor during venous intervention, and the video is a venogram obtained from a computer monitor, are are of fair quality. D. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a stent placement procedure using the abre stent for treatment of a fibrous, stenotic lesion identified in the left common and external iliac veins at a proximal location. The lesion exhibited stenosis greater than 60%, measured 120 cmin length, and the vein diameter was 14 mm, with minimal tortuosity and calcification. Patient abnormalities in relation to anatomy included stenosis due to post thrombotic syndrome. A 10 fr non medtronic sheath was used. Vessel was pre-dilated with a non medtronic device. The device did not pass through a previously deployed stent and no resistance was met during advancement. During deployment, difficulty was noted as the stent partially deployed into a wine glass shape, the thumb wheel stopped rolling back. The physician broke apart the handle with hemostats to manually pull the deployment string. String looked to be in a loop shape- heavy resistance in pulling string back (just like thumb wheel difficulty). Sheath was pulled back to try to reposition in hopes to ease deployment and troubleshooting. A few stronger pulls on the string and the stent deployed. Some stent cells appeared notably larger, while proximal cells appeared smaller and crunched down. The stent was ballooned at full length to address deployment irregularities. The stent was left implanted and was functioning properly with flow intact. No patient complications have been reported as a result of this event.